Event description:
The customer contact reported a leak of a chemotherapeutic agent. The solution container was filled with an unspecified concentration of abraxane. It was reported that the filled solution container was placed in an outer transfer "chemo bag". A pharmacy technician transferred the "chemo bag" from the pharmacy to the pt's room. At that time, the nurse noted a "small" amount of leakage coming from the additive port. The solution container was not removed from the "chemo bag" and the nurse returned the unopened "chemo bag" to the pharmacy where it was disposed of in the hazardous waste. There was no exposure or contact with the chemotherapy agent. The solution container was replaced and the therapy was initiated. There was no reported delay in therapy critical to this pt. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).